Manufacturer narrative:
The correct analysis results are now attached. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. During the analysis of the lead, it was detected that the insulation of the lead body had been massively damaged by squashing and deformation about 28 cm distal of the is4 connector pin. The helix was fractured at this site. This damage pattern is with high probability to be regarded as the cause of the clinical complaint. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of strong mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts were found in the insulation, which are probably a result of the explantation process. The manufacturing process of this lead was reviewed. The manufacturing documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted approx. 14 months after the implantation due to varying pacing impedances and left ventricular oversensing. The lead reportedly showed squashing in the pocket area after the explantation.